Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the fault. The unit was removed for further investigation. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the customer noticed a helium leak from the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: g1 (contact person ¿ mfg site). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and confirmed the reported issue. The fse checked the performance of the equipment after replacing the helium tubing and o-rings; all are within the normal parameters. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a